Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that thrombus was observed on the shaft of the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient was given anticoagulation treatment after transseptal puncture. Activated clotting time (act) was 250. The steerable guiding catheter (sgc) was advanced, and then the clip delivery system (cds) was inserted. After successfully grasping the leaflets, thrombus was noted on the shaft of the cds. There was no evidence of thrombus on the cds prior to grasping. The clip was deployed and the noted thrombus was retracted into the guide. Thrombus was removed while aspirating the sgc. 17.000 more units of anticoagulation were given. The procedure was continued with no further thrombus noted; a second clip was implanted reducing mr to 1. There was no adverse patient sequela and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined. The reported patient effects of thrombus (thrombosis) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.